Manufacturer narrative:
Other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving morphine [25 mg/ml] at a dose of 17 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2016 that the patient was experiencing pain and withdrawal and that the logs were normal. It was noted that the pump had just been replaced on (B)(6) 2016. A catheter study and possible revision was planned for (B)(6) 2016. It was later confirmed on (B)(6) 2016 that the catheter had a leak at the sutureless pump connector as identified by the dye study performed. It was noted that the contrast dye was pooling in the pump pocket and determined that the dye was leaking from the connection to the pump. The sutureless pump connector was then replaced. It was indicated that the cause of the pain and withdrawal was due to the medication not getting to the spine as it was leaking at the pump pocket, and that the patient status was alive - no injury and the symptoms were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.